Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 1: initial result gave 130 meq/l; repeat gave 139 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.

Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 2: initial result gave 131 meq/l; repeat gave 143 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.

Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 7: initial result gave 134 meq/l; repeat gave 144 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.

Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 6: initial result gave 133 meq/l; repeat gave 144 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.

Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 5: initial result gave 133 meq/l; repeat gave 146 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.

Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 3: initial result gave 131 meq/l; repeat gave 143 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.

Event description:
Customer experienced discrepant sodium results for approximately 10 patient samples. The following seven patient examples were provided. Sample 4: initial result gave 130 meq/l; repeat gave 144 meq/l. Initial results were reported. The user did not know if any adverse reaction occurred from reporting these results. The customer replaced reference electrode. The field service representative determined the cause to be the sodium electrode, and adjusted air/mix dry. Customer replaced sodium electrode. Performance tests were performed by field service.